Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Relative/friend via phone stated that six months ago, they bought a 4000n toothbrush for their girl and while using the toothbrush, the head broke off. No injury was reported.